Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The exact cause of the reported unproper insertion could not be determined. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c.

Event description:
It was reported that the patient¿s blood glucose levels increased to 430 mg/dl after approximately 37-48 hours of pod wear on the leg. The patient reported that the cannula did not insert correctly, and that profuse bleeding and slight swelling were observed at the infusion site. Additionally, the smell of insulin was detected, suggesting a potential leak. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported. The device was returned for investigation, where an external cannula tear was identified.